Manufacturer narrative:
A steris service technician arrived onsite following the reported event to inspect the unit and found that the field monitor needed to be rebooted. To resolve the issue, the technician rebooted the field monitor. The unit was tested, confirmed to be operating according to specification, and returned to service. No additional issues have been reported.

Event description:
The user facility reported that prior to a patient procedure their vividimage 4k surgical display was not responding and showing distorted images. No report of injury.